Event description:
--

Manufacturer narrative:
Disk analysis performed with the following conclusion; at the current programmed settings the device may meet the minimum specifications of 75% of the estimated longevity. Device remains implanted, in service.

Manufacturer narrative:
Following data disk analysis, this report will be further updated. At this time, the device remains implanted and in service.

Event description:
Boston scientific received information that during a recent device follow-up, this device exhibited 2.5 years of remaining battery capacity. It was reported an implant date of (B)(6) 2009; thus, the physician alleged an accelerated rate of depletion and requested a data disk engineering review. No adverse patient effects were reported.